Manufacturer narrative:
Concomitant medical products: 506852 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic due to shortness of breath. It was noted that the right atrial (ra) lead exhibited high thresholds and far field r-wave (ffrw). The right ventricular (rv) lead had exhibited high thresholds. The ra and rv lead remains in use. No further patient complications have been reported as a result of this event.